Manufacturer narrative:
(B)(4).

Event description:
It was noted that the pt was implanted with a catheter on (B)(6) 2010 that was part of the "potential endotoxin issue". On (B)(6) 2010, it was reported that the pt's pain went from a "3" to a "9" suddenly. He had stopped taking oxycontin on (B)(6) 2010 when the pump dose was increased and more boluses. Oxycodone was being used orally for relief; however, no relief was obtained until he took the oxycontin. On (B)(6) 2010, a volume discrepancy was reported. The actual residual volume was greater than the expected residual volume; the specific volumes were unclear. The healthcare professional was planning to add bupivicaine to the pump medication when the volume discrepancy was discovered. It was noted that an "x-ray last week didn't reveal anything." The pump was used to deliver morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.